Event description:
The footswitch cable on the generator is broken, not allowing the min power level to be activated. The problem occurred toward the end of the case and was completed successfully without pt consequence.